Event description:
Note: date of event is unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39: 784-787. The following information was derived from this article: a wallstent enteral endoprosthesis stent was used for a gastroduodenal stenting procedure. According to the article, patient developed biliary obstruction. Patient was treated by a surgical biliary derivation. There is no further information from the article regarding the status of the patient.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device manufacture date and expiration dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.